Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("hravy abnormal bleeding") in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Further company follow-up with the consumer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("left coil partially removed; right coil removal not attempted because coils started falling"), uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), fallopian tube perforation ("right essure perforated into the broad ligament the cornua"), embedded device ("esuure is too embedded to be removed") and genital haemorrhage ("heavy abnormal bleeding") in a 52-year-old female patient who had essure (ess205) (batch no. 12261508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, hernia, rheumatoid arthritis, sleep apnea and urinary tract infection. *she does not have any history of dysplasia. Concurrent conditions included obesity, type ii diabetes mellitus, hypertension, high cholesterol and gerd. Concomitant products included calcipotriol (calcipotriene), carvedilol, citalopram, ergocalciferol, estradiol, lisinopril, metformin, montelukast, olopatadine, pantoprazole, rosuvastatin and salbutamol (albuterol). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2008, the patient experienced psoriasis ("autoimmune disorder type of disorder: psoriasis"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("left coil partially removed; right coil removal not attempted because coils started falling"), 11 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery ((B)(6) 2017- partial removal of one coil, (B)(6) 2017- hysterectomy with bilateral salpingectomy, essure removal on (B)(6) 2017/ hysterectomy/ salpingectomy/ surgical removal of partial essure coil and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, depression, anxiety and psoriasis had not resolved and the fallopian tube perforation, embedded device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, complication of device removal, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psoriasis, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the hysteroscopic graspers were used to attempt to remove essure coil, which was partially removed and removed with the hysteroscopic graspers. Since the entire coil was unable to be removed, removal of right side not attempted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: satisfactory confirmation of tubal occlusion by means of previous essure tubal occlusion device placement. Pathology test - on an unknown date: ¿ cervix with benign mucous cysts proliferative endometrium. Myometrium with extensive adenomyosis and leiomyomata (largest 1.8 cm). Serosa with focal endometriosis and sub serosal leiomyomata. Fallopian tube with benign para tubal cysts. Material: uterus. Cervix. And bilateral fallopian. Ultrasound scan - on (B)(6) 2017: essure be out of place. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-nov-2018: medical record received. Event fallopian tube perforation was added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("left coil partially removed; right coil removal not attempted because coils started falling"), uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), embedded device ("esuure is too embedded to be remved") and genital haemorrhage ("hravy abnormal bleeding") in a 52-year-old female patient who had essure (ess205) (batch no. 12261508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, type ii diabetes mellitus, hypertension, high cholesterol and gerd. Concomitant products included calcipotriol (calcipotriene), carvedilol, citalopram, ergocalciferol, estradiol, lisinopril, metformin, montelukast, olopatadine, pantoprazole, rosuvastatin and salbutamol (albuterol). On (B)(6)- 2005, the patient had essure (ess205) inserted. In september 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In july 2008, the patient experienced psoriasis ("autoimmune disorder type of disorder: psoriasis"). On (B)(6)-2017, 11 years 11 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("left coil partially removed; right coil removal not attempted because coils started falling"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), weight increased ("weight gain / loss specify which one: weight gain") and alopecia ("hair loss"). The patient was treated with surgery (essure removal on (B)(6)-2017/hysterectomy/salpingectomy/surgical removal of partial essure coil), surgery (07jul2017- partial removal of one coil,(B)(6)- 2017- hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)-2017. At the time of the report, the pelvic pain, device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, depression, anxiety and psoriasis had not resolved and the embedded device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, complication of device removal, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psoriasis, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6)-2005: total bilateral occlusion further company follow-up with the consumer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)-2018: pfs received with her demographic condition. Lot number added. Events added: perforation (uterus)/migration of essure device location of device: uterus, left coil partially removed; right coil removal not attempted because coils started falling, embedded device,abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: gerd, hair loss, psychological or psychiatric problems condition: depression, anxiety and autoimmune disorder type of disorder: psoriasis. Concomitant drugs added. Concomitant conditions added. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("left coil partially removed; right coil removal not attempted because coils started falling"), uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), embedded device ("esuure is too embedded to be remved") and genital haemorrhage ("hravy abnormal bleeding") in a 52-year-old female patient who had essure (ess205) (batch no. 12261508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, type ii diabetes mellitus, hypertension, high cholesterol and gerd. Concomitant products included calcipotriol (calcipotriene), carvedilol, citalopram, ergocalciferol, estradiol, lisinopril, metformin, montelukast, olopatadine, pantoprazole, rosuvastatin and salbutamol (albuterol). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2008, the patient experienced psoriasis ("autoimmune disorder type of disorder: psoriasis"). On (B)(6) 2017, 11 years 11 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("left coil partially removed; right coil removal not attempted because coils started falling"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), weight increased ("weight gain / loss specify which one: weight gain") and alopecia ("hair loss"). The patient was treated with surgery (B)(6) 2017- partial removal of one coil,(B)(6) 2017- hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, depression, anxiety and psoriasis had not resolved and the embedded device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, complication of device removal, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psoriasis, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.